Event description:
It was reported the patient received the following results within 15 minutes: 43 mg/dl, 85 mg/dl, 37 mg/dl, and 31 mg/dl. The patient experienced symptoms of sweating and she self-treated with glucose tablets.